Manufacturer narrative:
Per tandem user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the pump and the transmitter were not within range of each other and the body was serving as an obstruction. Tandem customer technical support (cts) educated customer on moving pump and transmitter within range and without obstruction and to contact cts should any additional issues arise. No additional patient or event information was available.